Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got an update information from the user as follows; -the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440, using peracetic acid. The subject device has not been returned to omsc but returned to the service department of olympus europe se & co. Kg (oekg) for evaluation. The service department of oekg checked the subject device and found followings; -the leakage from the bending section rubber adhesive -the bending section rubber adhesive worn out -the angulation had play -the angulation was insufficient omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Unspecified microbes (>100 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.